Event description:
It was reported an asymptomatic patient presented in-clinic with a device that was far-field r-wave oversensing. The device was reprogrammed and patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.